Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing. The sensitivity on the lead was decreased and the lead remains in use. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2011; d204trm implantable cardioverter defibrillator (ICD) (B)(6) 2012; 4195-88 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead continued to have t-wave oversensing (twos) post ventricular pace. Multiple reprogramming options were tried; however, the twos continued to occur. Additional programming options were discussed and the rv lead remains in use.